Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an inappropriate shock three days post implant due to oversensing of noise via air bubbles. The device was reprogrammed. Later, there was another inappropriate shock due to t-wave oversensing. The system was programmed off and a trans-venous system was implanted. Several months later, the sicd system was explanted and disposed of at the hospital. There were no additional adverse patient effects.